Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. The device was used for an off label indication as it was used for occipital nerve stimulation. (B)(4).

Event description:
Shaw, a.b., sharma, m., shaikhouni, a., marlin, e.s., ikeda, d.s., mcgregor, j.m., deogaonkar, m. Neuromodulation as a last resort option in the treatment of chronic daily headaches in patients with idiopathic intracranial hypertension. Neurology india. 2015;63(5):707-711. Doi: 10.4103/0028-3886.166534. Summary: to determine the feasibility and efficacy of occipital nerve stimulation (ons) in patients with refractory headaches secondary to idiopathic intracranial hypertension (iih). Bilateral ons may be a useful treatment option in the management of selected patients with iih, after standard surgical interventions have been attempted. Bilateral ons may provide therapeutic option for management of residual headaches in these complicated patients. Reported events: one (B)(6) female patient with bilateral occipital nerve stimulation (ons) for treatment of chronic headache due to idiopathic intracranial hypertension (iih) experienced a loss of efficacy after two years resulting in explantation of the device. Prior to implant, the patient had undergone occipital nerve blocks and botox injections with a short-term response. She initially had a therapeutic benefit to ons, but this diminished over time in conjunction with difficulty in charging her implantable neurostimulator (ins) that resulted in explantation. The source literature included the following device specifics: octad lead model 3898 further information has been requested; a supplemental report will be submitted if additional information is received.